Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and inspected all tip and plunger clamps. Tested lld with splld test. Tested summit with oas user software test. All tests were successfully performed. The instrument was tested without further problem and was returned to expected operation.